Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter separated from hub. The following information was provided by the initial reporter: at the moment of insertion, the catheter comes out of the bevel, generating mechanical phlebitis in the patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed. One photograph was provided for investigation, which showed what appeared to be an insyte autoguard device with the needle protruding through the side of the catheter. The sample appeared to exhibit evidence of use, which indicates that the damage likely occurred during the insertion process; however, the product was not in focus and the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.